Event description:
Related manufacturer report number: (B)(4). It was reported the patient started aspirating during their trial procedure on 5 july 2022. As a result, the procedure was abandoned. The patient was stable post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.